Event description:
It was reported that via remote transmission, an alert for high, out of range hv lead impedance on the rv/svc to can vectors was observed. During a subsequent follow-up, alerts for the high impedance were still present. Pocket manipulation did not product any noise. Lead revision is being evaluated.

Manufacturer narrative:
.